Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches to lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported that the insulin pump had several motor error alarms and a button error alarm. Customer's wife reported that the motor error alarms had been a recurring issue for two weeks leading up to the call, occurring up to four times a day. Caller did not recall anything significant leading up to the error alarms. Blood glucose level at the time of the incident was 175 mg/dl. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.